Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was incorrect due to customer not adjusting time after a pump reset. Customer's blood glucose was 285 mg/dl. Customer corrected the time and resumed insulin delivery.